Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported not recognizing a latched door, which was reproduced. The evaluation experienced a door not fully latched message. The message were found to be caused by loose upper link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump was not "seeing latched door." It was also reported there was no pt involvement.